Event description:
The customer reported to olympus that the forceps elevator wires were broken and did not move on the duodenovideoscope. There was no harm or user injury reported due to the event. During the evaluation of the device, the forceps elevator has foreign material, which is a reportable malfunction. This report is being submitted as a MDR based on this evaluation result.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a cut on the forceps k-wire caused the forceps not to rise, bending of angle wire, and the forceps elevator had foreign material, which was attributed to insufficient cleaning of the device. Additionally, the adhesive on the black covering of the bending section was detached, a plastic distal end cover, s-cover and universal cord had a scratch. The s-cylinder was shaved as well. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 27-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event is unable to be determined. However, the likely cause of the event is due to the user facility staff is less trained in scope handling and reprocessing as per IFU statement. The event can be detected/prevented by following the instructions for use (IFU) which state: (reprocessing manual) instructs how to brush around forceps elevator in the following sections. Manual cleaning: brushing around the forceps elevator and instrument channel outlet. Precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.